Manufacturer narrative:
Date sent to the FDA: 10/10/2021. Additional b5 narrative: it was reported that the patient experienced recurrent incisional hernia and adhesions following surgery.

Manufacturer narrative:
Date sent to the FDA: 9/30/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2010 during which the surgeon noted the mesh was scarred in and contracted. The mesh was removed and discarded. It was reported that the patient experienced scarring, mesh contraction, severe pain, nausea, chills, inflammation, loss of appetite, stress and anxiety. No additional information was provided.